Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer obtain a bg reading at the time of the call. Customer will get a prescription for a different meter due to his condition. Most likely underlying root cause: mlc-78- user hematocrit low. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. Due to e-0 error and being unable to obtain a blood glucose test result, the customer had gone to the hospital on (B)(6) 2018 to get a blood test. Caller did not know customer's blood glucose test result when at the hospital. Customer left the hospital on (B)(6) 2018 with a prescription for a new meter. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. Friend is calling on behalf of the customer. The e-0 error occurred when the blood sample was absorbed and with multiple test strips. At the time of the call the customer stated that he had blurry vision; customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of 131mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/15/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.